Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-03756 indicting the model # as 65650 with a date code of (B)(4). We have been unable to contact the consumer to verify this information. The (B)(4) date code indicates that the product was manufactured december 09, 2006. Healthplus did not become a company until 2009 and the 65650 rollator was not manufactured prior to august 2007. The product and date code at this time are unknown.

Event description:
It was reported that a 65650 rollator had a broken brake.